Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm np had leakage at the insertion site. The following information was provided by the initial reporter: the patient was admitted to the hospital for infusion therapy and was given an intravenous cannula, but each cannula could only be used for about two days. When the fluid was infused, it would leak from the cannula site, and when positive pressure was applied to seal the tubing, the fluid could not be pushed in, otherwise the sealing fluid would leak from the cannula site. Since admission, all four cannulas have experienced the above situation, and the same situation has occurred with other patients, increasing the cost to the patient and the workload of the nurses. Additional information provided: was there any damage sustained to the device during use? If so, approximately where? Was the device used for multiple punctures? Was syringe used to inject fluid through the device? Where does the leakage occurred particularly? Kindly provide physical/picture/video sample if available. Are individual event dates available for each of the reported occurrences/lot numbers? If yes, please provide the dates. Are individual patient identifiers available for each of the reported occurrences/lot numbers? If yes, please provide the relevant identifiers. Was there any difficulty in clamping. Not damaged no multiple punctures not used occurred at the puncture point no specific date recorded none,.

Manufacturer narrative:
1. DHR/bhr review (lot#: 4081461): 1) this batch of products were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo but did not return the defective sample. The photo shows: bleeding at the insertion site. 3. The retained sample of this batch is carried out for 45psi leakage test, the test is passed, and no leakage is found on the sample. 4. The causes of bleeding at the insertion site are complex, and the common causes are as follows: 1) the puncture angle is so small that the puncture wound is relatively big. It is recommended that the nurse should hand the product with bevel of needle tip upward and puncture in 15°~30° at insertion site, press the needle down in 5°~10° to insert after seeing blood return. 2) the medical dressing isn¿t applied correctly, which lead to bleed when the product moves relative to insertion site. It is recommended that the nurse should hand the medical dressing without tension, place it correctly, pinch the catheter hub to ensure fully fixed by the medical dressing and then paste to the periphery. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products. Since no actual sample is returned and the use of the sample is unknown, so the root cause of bleeding at the insertion site cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information available.